Event description:
Supplemental report is being submitted due to the completion of the investigation on 27 jun 2025.

Manufacturer narrative:
Device evaluation 1 unit of lot c2091225 of echo-19 was returned for evaluation opened in its original packaging. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device related to this occurrence underwent a laboratory evaluation on 21 jan 2025. On evaluation of the devices the following observations were made: visual inspection: broken part of needle returned separate to device. Distal end of needle examined, and no issue observed. Proximal kink below sheath extender observed. Biological matter observed along the length of the needle. Needle break observed approx. 80cm from the tip of needle. (Ruler ipe-0504-4). Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with difficulty. Stylet removed from device with no issue observed. Needle removed from the device and proximal needle kink below sheath extender observed. Images were provided by the customer, and needle appears to be kinked distally, and sheath appears to be kinked proximally. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2091225 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the intended use section of the instructions for use (ifu0101), which accompanies this device instructs the following to user: "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause review a definitive root cause can be attributed to the abnormal use of the device. From the information available, echo-19 device was being used on an adjacent lesion in the pelvic cavity which was confirmed as abnormal use by the engineer and medical advisor. Observations made during the lab evaluation, proximal kink below sheath extender, proximal needle kink below sheath extender and needle break observed approx. 80cm from the tip of needle were a result of the off-label use of the device. As previously mentioned, the intended use section of the IFU (ifu0101) states " this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ the user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on the visual and functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Manufacturer narrative:
PMA/510(k)#: k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User felt slight resistance during first attempt, during second attempt user pushed the stylet out of sheath. The procedure was stopped and not continue.